Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 18355012, model/catalog description: infinion cx lead kit, 50cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of redness and irritation were noted. The patient underwent a revision procedure wherein the pocket was washed out.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of redness and irritation were noted. The patient underwent a revision procedure wherein the pocket was washed out.

Manufacturer narrative:
Additional information was received that the patient stop using the scs due to inadequate pain relief and hardware pain.